Event description:
It was reported that during a procedure using a procise ez view wand, the device was not ablating well. Due to this deficiency, the surgeon x-rayed the patient to determine if the wand tip had detached inside the surgical site; however, there was no foreign objects remaining in the patient's body. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complaint was verified and the root cause of the complaint seems to be the end of useful life for the returned device as the disintegration of the electrodes will decrease the functionality of the device. The reported failure is consistent with normal wear of the electrodes and is dependent on factors that can accelerate the wear of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings or using the wand for an extended period of time. The instruction for use contains instructions on obtaining the maximum effect using lowest power settings and continuous motion. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.